Event description:
It was reported that during an unspecified cystoscopy procedure, the device was difficult to remove due to stone fragments that had migrated distally and accumulated around the scope leading to friction and a super tight seal. There was no alleged malfunction of the device. Extravasation and bleeding occurred which were concerning to the physician for ureteral avulsion. A double j ureteral stent was advanced and deployed and an 18 french coude foley was placed to maximally drain the kidney to temporize the situation with plans for later repair. Due to the extent of the injury and the patient¿s anticoagulation, the physician felt the patient had a high risk of hematoma formation and the vascular supply to the ureter was likely disrupted. It was determined the patient would most benefit from maximal urinary drainage via foley, stent and nephrostomy tube.